Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16760.

Event description:
Philips received a complaint on the v60 stand indicating that the stand is down. The device was not in use at the time of reported event. There was no report of patient or user harm. Further information was received indicating that the stand has a broken caster. The customer was provided with the part ID of the locking caster. The customer was also advised to clean out the blue loctite from the threads of the base of the stand before installing the new caster. The investigation is ongoing.

Manufacturer narrative:
The ventilator was removed from the stand and placed on a table to prevent it from falling or injuring someone. Per a good faith effort response, the customer has not received the caster replacement yet. Once the caster replacement is received, repairs will be completed and the defective part will be returned for further investigation. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened. Updated contact information, contact office entity, and manufacturing site.